Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was fully fired and all sutures were released. The clamping mechanism was deformed. It was reported that the device was difficult to fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap, (lot #p3e0211) sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel, (lot #unknown) egiaustnd, egiaustnd endogia ultra univ std stap, (lot #p3e0211) sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel, (lot #unknown) sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel, (lot #unknown) sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel, (lot #unknown) sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel, (lot #unknown) sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel, (lot #unknown) sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel, (lot #unknown) sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel, (lot #unknown) egiaustnd, egiaustnd endogia ultra univ std stap, (lot #p3e0211) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic gastric sleeve, during the first four firings, when using the first handle, the surgeon squeezed the handle, and it made a sound like something broke inside. The first firing was with staples across the stapling line. The staple line was oblique instead of parallel. After that, they changed the reload and continued squeezing but the handle made the sound again and stopped firing in the midway. A second handle was used with the third reload and the same issue occurred. A new handle from a different batch with a new reload was used and fired a little bit tighter than the first reload and continued the surgery. All nine reloads had difficulty with firing like the tissue was too thick. There was no patient injury. Medtronic's initial evaluation of the incident is that the clamping mechanism was deformed. Application over tissue that is beyond the recommended thickness range.